Event description:
The needle was slow to retract and caused a needle stick injury.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.